Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. A visual and microscopic examination was performed on the returned device. A complete circumferential tear was identified in the balloon material approximately 7mm proximal to the proximal edge of the distal markerband. The distal section of balloon material was also noted to be torn longitudinally. The tear was 10mm in length and extended distally across the balloon material from the site of the circumferential tear. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and tactile examination of the shaft identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the tip and markerbands identified no issues that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on nov. 30, 2017. It was reported that balloon leak occurred. The target lesion was located in the iliac vein. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced to dilate lesion. However, it was found leaking and the pressure did not reach nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal with complete circumferential balloon burst.